Event description:
Dist returned product for eval. No specific failure description was submitted. According to the first investigation, the tap is broken. This event did not occur during a surgical procedure.

Manufacturer narrative:
Summary of evaluation: the results of the MFR's evaluation suggests that this event was attributed to misuse.